Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that redness and secretion around the pocket scar was observed. As infection was suspected, medication was provided. The system remains implanted. No additional adverse patient effects were reported.